Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the power supply unit supplying power to the lamp failed. It is assumed that this occurred because parts of the power supply unit failed due to prolonged use.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The reporter was provided with troubleshooting recommendations related to powering off, reconnecting lamps and switch connectors. The reporter stated the device would be returned for evaluation however; to date no device has been received. If the device is returned and/or if additional information becomes available, a summary will be provided in a supplemental report.

Event description:
The user facility reported that the device is producing a lamp position error after replacement of the lamp was performed. It was also reported that when the device was powered off/on a lamp a/b error was produced and now the lamp will not come on. There was no information provided regarding when this issue was observed but there was no patient harm reported. Olympus has made multiple attempts to gather additional information related to this report with no response.